Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).